Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the insertable cardiac monitor (icm) exhibited noise oversensing. The icm was explanted and replaced. The patient was in stable condition.